Manufacturer narrative:
Device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2024, it was reported that five infusion sets were not adhering. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available